Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this newly implanted right ventricular (rv) lead exhibited impedance measurements of greater than 2000 ohms, and increased threshold measurements. Isometrics were performed and noise could be created. A revision was performed. The lead was removed from the device and re-inserted, and rv impedance and threshold measurements were normal. During the device check the following day, there was rv loss of capture at maximum outputs, and baseline noise. Troubleshooting options were discussed. No additional adverse patient effects were reported. The lead remains in service.

Event description:
Additional information was received which noted that another procedure was performed to reposition this patient's rv lead. No additional adverse patient effects were reported. The lead remains in service.